Event description:
Capio slim, a boston scientific deposable product failed to function properly during use in a procedure. The suture is intended to transfer from the high point of the hook to the low point but failed to connect.